Event description:
Customer called stating he had low blood glucose levels and his wife called the paramedics. Customer stated that he had given a meal bolus but he did not eat. He also stated that he had a difficult time changing his infusiion set and it took him longer than usual. Customer dropped the infusion set, causing the cannula to bend, and that is when his blood glucose levels went low.